Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to high blood glucose of 750 mg/dl. The caller stated that the insulin pump was disconnected in order for the hospital to be able to control the customer's blood glucose. The customer also had pneumonia. The caller stated that the customer passed away in the hospital on (B)(6) 2017. The cause of death was anal cancer. The customer was diagnosed on (B)(6) 2016. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected two and a half days prior to passing. The customer did not use sensors. The caller stated that the insulin pump was given to a neighbor and cannot be retrieved.